Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed that the current date range did not cover the complaint date due to continued customer use. No activities outside of normal use were observed in the available date range. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. During the rewind/load step the pump emitted a call service alarm that the investigation cannot clear. As a result, the reported blood glucose issue cannot be fully investigated and no conclusion can be drawn. (B)(4).

Event description:
The patient contacted animas alleging erratic blood glucose (bg) readings for a (B)(6) period while on the pump. The patient stated his bg was sometimes high and other times low. He reported that on the evening of (B)(6) 2011 he was taken to the emergency room related to a low bg of 21 mg/dl. The patient stated he was treated in the ER (2 IV's started and unsure of other treatment) and later released. Prior to the low bg, the patient reported that his bg on (B)(6) 2011 had been above his target level of 100-150 mg/dl. At the time of troubleshooting, it was confirmed that the pump's date and time in addition to all other pump settings were correct. Bolus history for (B)(6) 2011 was available to review in the pump history. On (B)(6) 2011 the pump delivered 5.15 units bolus as programmed. The patient denied any issues with site, leaking insulin or air bubbles. However, the patient reported that he stores his insulin in refrigerator. The patient confirmed there was no change in his activity level. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.